Manufacturer narrative:
Device evaluation summary: the reported blood sent to waste bag issue was verified during service. Service technician observed unit to be clean and free of debris. Operated device through hlt diagnostic mode. Identified level sensor voltages to be at 38mvdc and 97mvdc. The issue was resolved by cleaning the optics and calibrated to 40mvds and 100mvdc. Voltages held strong, and no drifting was observed. Preventive maintenance was performed as per specification. D9: instrument was serviced at the facility by medtronic field service and was not returned to medtronic service center this regulatory report is being submitted due to retrospective review through CAPA 624392 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of an autolog iq instrument, it was reported that while processing blood, it spilled into waste bag and was not detected. The unit was removed from use. This was the first use of the unit since being unboxed. The instrument was replaced to complete the procedure. There was no adverse patient effect associated with this event.